Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(6)): too fast flow rage. Empty in 18 hours instead of 24. Pumps were filled with 50ml (furosemide in nacl, 0,9 percent).

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturer accordingly. A follow up report will be provided after their statement is available. Reference importer # (B)(4).